Event description:
The hcp reports the pt was experiencing inadequate pain control. A catheter dye study showed dye out of spinal canal. The catheter was not recovered and left in pt." The hcp reports the pt is aware of this. The pt outcome after the surgery was not reported.